Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing of noise. Subsequently, the device was reprogrammed. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing of noise. Subsequently, the device was reprogrammed. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.